Manufacturer narrative:
Investigation of the reported event has been completed. There is no report that any parts have been replaced. The system is back in clinical use and no further problems have been reported. Additional information received states that the gas analyzer error may have occurred during suctioning of the patient. An external suction device was used. The provided log confirms the reported gas analyser error. The gas analyser error indicated that the measured flow through the gas analyser exceeded normal value 200 ml/min. The service manual informs that this error may occur if an external suction device is used. Further evaluation of the logs shows several alarms for high airway pressure both prior to and after the gas analyser error and two technical error codes indicating ventilation control error and apl (adjustable pressure limit) pressure exceeded. The system checkout performed before and after the event were successful. The root cause cannot be established by this investigation.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that while the anesthesia workstation was connected to the patient, there was a problem with the gas analyzer. The log showed alarms for high pressure. Manufacturer's reference #: (B)(4).